Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required revision due to a tubing leak. The leak was noted on the pump inlet tube. No other adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified. There were 2 other complaints against this lot identified with the same failure mode. An investigation into this lot will be executed and further details commented at a later date.